Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer received assistance by paramedics however, a specific blood glucose (bg) value was not provided. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.